Manufacturer narrative:
Section a: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing multiple low flow alarms recently and there was concern for extrinsic outflow graft obstruction (eogo). The log file captured low flow events.